Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 130 mg/dl while wearing the pod for an unknown amount of time. It was reported patient was also diagnosed with colitis. Symptoms reported include nausea, vomiting, stomach pain, and ketones in urine. The patient was treated with IV (intravenous) fluids, anti-nausea medication, and morphine. The patient was prescribed reglan. The patient was released same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.